Event description:
Per the clinic, the patient experienced episodes of sound intermittency and not hearing from the implanted device since the summer of 2024. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved and the clinician noted intermittent and no communication to the implanted device. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.